Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Patient is calling to report the recurrence of leaks. Leaks have all originated at the head set. Products cannot be returned as they have been discarded. No adverse event alleged.